Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend (vse) instrument was utilized to grasp the surgical mesh and it got stuck closed. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified no errors. The customer stated that the vse instrument was installed on universal surgical manipulator (usm) 4 and they had to cut away the mesh to remove the instrument due to the manual release was not working. The tse informed the customer that the next time they had a stuck instrument, they needed to press the emergency-stop button in order for the manual release function to work. Use of the instrument was discontinued, and it was replaced to the backup. The procedure was completing as planned, and no known impact or patient consequence was reported.